Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) chile alleging that his onetouch ultra meter read inaccurately low compared to his feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2012. The patient claimed he obtained inaccurate low readings of "140, 120, and 160 mg/dl" with the subject meter. The patient informed the csr that he manages his diabetes with insulin (type unknown). In response to the alleged low results he was obtaining the patient reported that he did not take his rapid acting insulin as he should have. On (B)(6) 2012, the patient stated he began to feel weary and began vomiting. The patient was taken to the hospital on the evening of (B)(6) 2012. The patient claimed his blood glucose was "525 mg/dl" when tested with the hospital laboratory device and was treated with IV fluids. It is not known if the patient was also treated with insulin. The patient reported he was hospitalized for symptoms associated to ketoacidosis. At the time of troubleshooting, the patient informed the csr that the test strips he was using were within their expiration date and stored properly. The patient did not have control solution available to test the subject meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after obtaining alleged inaccurate low blood glucose readings with the subject meter.

Manufacturer narrative:
(B)(4). Device evaluation: the meter and test strips involved with this complaint have been returned on (B)(4) 2012. The meter and test strips were evaluated by product analysis (pa) respectively on (B)(4) 2012 and (B)(4) 2012 with the following findings: both the meter and test strips passed all testing with no faults found. The primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.